Manufacturer narrative:
No additional information is available. If additional information becomes available this report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker system displayed noise, oversensing and pacing inhibition. It was noted the noise lasted for about fifteen seconds, and the pacing inhibition lasted for two seconds. Further information was received that high pacing impedances were also observed. The physician suspected this right ventricular (rv) lead was fractured due to the observations of noise and high pacing impedances. At this time, the patient will continue to be monitored. There were no adverse patient effects reported, and this rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced along with the associated pacemaker due to oversensing and pacing inhibition. No additional adverse patient effects were reported.